Event description:
It was reported to boston scientific corporation that a precision speedtac transvaginal anchor system was implanted on (B)(6), 2009. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, as of two post-operative appointments on (B)(6) 2009, no patient complaints were reported. The patient did not attend a follow up appointment scheduled six months later.all other information is unknown and unavailable.